Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for trigl triglycerides (trig) on a cobas 6000 c (501) module - c501. The sample initially resulted as 880.5 mg/dl and this value was reported outside of the laboratory to a physician. The physician did not believe the result, so the sample was repeated. The sample was repeated on (B)(6) 2018, resulting as 989.0 mg/dl accompanied by a data flag. The sample was automatically repeated with a decreased sample volume, resulting as 6288.1 mg/dl accompanied by a data flag on (B)(6) 2018. The sample was diluted 1:50 and repeated, resulting as 9829.8 mg/dl on (B)(6) 2018. The sample was also diluted 1:20 and repeated, resulting as 9426.8 mg/dl. No adverse events were alleged to have occurred with the patient. The trigl reagent lot number and expiration date were asked for, but not provided. Based upon the lipemia index result of the sample, the sample seems to be extremely lipemic. Based on product labeling, extremely lipemic samples (triglycerides greater than 3000 mg/dl) can produce normal results. The investigation was unable to find a definitive root cause.